Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: they have 20 to return and 20 were wasted due to the issue. They have not responded back yet on the other questions. Can we send replacement product and a shipper kit to return the bad lot to test it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when were the needles were popping off the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please confirm what is the total number of products with needles that popped off the suture? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-02439, 2210968-2023-02440, 2210968-2023-02441, 2210968-2023-02442, 2210968-2023-02443, 2210968-2023-02444, 2210968-2023-02445, 2210968-2023-02446, 2210968-2023-02447, 2210968-2023-02448, 2210968-2023-02449, 2210968-2023-02450, 2210968-2023-02451, 2210968-2023-02452, 2210968-2023-02453, 2210968-2023-02454, 2210968-2023-02455, 2210968-2023-02456, 2210968-2023-02457, 2210968-2023-02458.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needles were popping off the suture and have waisted twenty of the same lot number. Unknown if the procedure was completed. No device will be returned at this time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/19/2023 additional information was requested, the following was obtained: 20 each were wasted. They customer gave me no further information. The person that reported it to me is supply chain and doesn't have any further details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02439, 2210968-2023-02440, 2210968-2023-02441, 2210968-2023-02442, 2210968-2023-02443, 2210968-2023-02444, 2210968-2023-02445, 2210968-2023-02446, 2210968-2023-02447, 2210968-2023-02448, 2210968-2023-02449, 2210968-2023-02450, 2210968-2023-02451, 2210968-2023-02452, 2210968-2023-02453, 2210968-2023-02454, 2210968-2023-02455, 2210968-2023-02456, 2210968-2023-02457, 2210968-2023-02458.